Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose has been running high the past several days; the customer changed her reservoir and infusion set three times in the past two days and her blood glucose continued to rise. The patient's blood glucose was 570 mg/dl yesterday and today it was 452 mg/dl. The customer has only been able to treat via manual insulin injection. The customer did not feel symptoms of high blood glucose. Troubleshooting was initiated to inspect the insulin pump. There was no visible damage on the device despite the insulin pump being dropped. The drive support cap appeared normal. A self test was performed and the device passed. The insulin pump also passed the displacement test. However, the insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.